Event description:
It was reported that "the pump went dead in 2009." The patient stated that the pump stopped working in 2008, that was the last pump refill, and the "pump went haywire." The pump initially controlled some of the patient's pain; however, the physician increased the morphine and the patient developed symptoms of overdose. The patient felt he was getting too much morphine and was "stoned." The patient stated he did not remember 3 years of his life. The physician then decreased the dose. The patient also stated that in late 2009, "the pump was supposed to be working," the pump was refilled, and the patient went through withdrawal. The patient was in the hospital for one week and was in and out of the hospital after that for the same reason. The pump was explanted on (B)(6) 2012. The physician informed the patient that the pump was severely corroded and the patient was concerned about what the corrosion may have done to his body. Following the surgery the patient was reported to be "out of reality." The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).